Event description:
The customer reported the ventilator shut down while in use on a patient. The customer reported the ventilator was alarming, and there was no patient harm. The customer reported the ventilator display screen indicated the backup battery was depleted and to connect the ventilator to ac power. Upon evaluation, the respironics service technician reported he found the ac power cord was not fully seated into the back of the ventilator. The service technician reseated the power cord and secured the power cord clamp to correct the problem. Performance verification testing was performed and passed per operating specifications.